Event description:
It was reported that the user experienced hyperglycemia after announcing a meal and then consuming more food than expected, resulting in insufficient insulin for the carbohydrate intake; the ilet system delivered an automated correction and no manual injection was required, with the highest blood glucose reported at 300 mg/dl. Symptoms included none reported. Outcomes included no need for non-medical assistance and no medical intervention or hospitalization. Investigation included a review of meal announcement use, education on accurate meal sizing, and troubleshooting confirming appropriate device function without alerts or alarms. Investigation of this case revealed user-related factors associated with incorrect meal size announcement, with the device operating as designed and providing automated correction. It was concluded, based on previously established findings for similar reports, that the cause was user handling related to meal estimation and not a device malfunction.